Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received a report that the coil failed to detach. The patient was undergoing treatment for an unruptured, saccular aneurysm located in the left internal carotid artery - posterior co mmunicating artery. The max diameter was 4.6mm, and the neck diameter was 2.5mm. The patient's blood flow was normal, and the vessel tortuosity was moderate. It was reported that detachment of the coil could not be performed. They tried several times, but it failed. The delivery was broken and manual detachment was performed, but it could not be detached. The doctor had tried to detach 2 to 3 times using the instant detacher, and one attempt manually. There were no problems with the instant detacher. The coil was replaced, and the patient did not experience any injury. The devices were prepared according to the instructions for use (IFU). Ancillary devices include a fubuki 6f guide catheter, chikai 14 guidewire, and a phenom 17 microcatheter.

Event description:
Additional information received reported there was no particular issue prior to the coil non-detachment. It was unknown if there was any damage to the coil or pushwire after removal.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.